Manufacturer narrative:
The insulin pump failed to vibrate during vibrator self test due to broken black vibrator motor. The insulin pump also has intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The operating currents within specification and passed the rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement tests. The insulin pump has cracked case at the battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was at 600 mg/dl. Customer stated that the pump was dropped into a wash basin. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that they are not able to use insulin pens and they were advised to visit a hospital. Customer refused to visit a hospital and is expecting a new pump. Customer called again later and stated that she will visit a hospital. Customer was hospitalized on (B)(6) 2015 due to high blood glucose. Customer was asked verbally and in written form to return the pump for analysis.